Manufacturer narrative:
Ardesch jj, et al., vagus nerve stimulation for medically refractory epilepsy: a long-term follow-up study, seizure: eur j epil (2007), doi: 10.1016/j.seizure.2007.04.005.

Event description:
Review of an article revealed that a vns pt died of possible sudep. The article stated, "the relationship of sudep and vns in this pt is unk." Good faith attempts for add'l info have been unsuccessful to date.